Manufacturer narrative:
Initial and final MDR 1904819 - MDR 8021545-2024-01698 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-may-2024, it was reported that three infusion set tubing was leaking at site connector and infusion set is long for 2 days. The blood glucose level was 330 mg/dl. No further information available.